Manufacturer narrative:
The data acquisition (da)printed circuit board assembly(pcba) was returned to the manufacturer for failure investigation (fi). The power management (pm) pcba was tested, and no failures were identified.

Manufacturer narrative:
The data acquisition (da) printed circuit board assembly(pcba) was returned to manufacturer to failure investigation (fi) for analysis. Visual inspection of the data acquisition (da) pcba revealed evidence of u27 burned damage. During fi's testing of the (da) printed circuit board assembly (pcba), the results revealed a spi bus failure. Barometer calibration data error , o2 flow sensor calibration data error, air flow sensor calibration data error, o2 pressure sensor calibration data error, machine and proximal pressure sensors failed, proximal pressure sensor calibration data error, machine pressure sensor calibration data error, and ovp circuit failed. The data acquisition (da) pcba (da) pcba u24 (high-speed differential receivers) lead 16 internal short to pin 8, u29 pins 1 and 2 shorted, u19 pin 8 and 16 shorted, u21 pins 12 and 10 shorted, and u27 (low voltage octal buffer/line driver with 5v tolerant inputs and outputs) leads 11 internal shorted to lead 10 created the 1007- machine and proximal pressure sensors failed error code vent inop.

Event description:
The customer reported that error "machine and proximal pressure sensors failed." They previously replaced the pcba board. The device was not in clinical use. No patient or user harm was reported. The customer confirmed the reported failure and replaced the data acquisition (da) motor controller (mc) cable, but the error remained. They also tried replacing the motor controller (mc) printed circuit board assembly (pcba), and the battery began to charge; however, the check battery error remained. The customer replaced the battery, and the unit functioned correctly. The unit passed testing and verification, and it was returned to service.